Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 8 12x30. The customer states that a female pt was being treated for left iliofemoral dvt. The case was originally scheduled for 7:30 am on (B)(6). However, the scheduled procedure time was changed to the evening because the pt was unstable in the ICU. Late that evening, the physician began the procedure. The pt had an existing ivc filter and a right iliac vein stent that had been put in previously. It was unknown when and by whom it was placed. They trellised the left femoral and iliac vein and then ballooned and stented the same vein. Upon completion of the final venogram, it was felt by the physician, that the case was complete. As they were moving the pt from the procedure table to the bed, she died.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.